Manufacturer narrative:
A visual examination revealed that sections of the paint bands were faded and also the wide blue paint band at the distal tip appeared to be chipped. The condition of the returned incident device was consistent with the complaint that blue paint was missing from the tip. During manufacturing, tome devices are 100% inspected for paint band integrity. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that blue paint was missing from the tip. There was no damage to the packaging. The procedure was completed with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that blue paint was missing from the tip. There was no damage to the packaging. The procedure was completed with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.